Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a blood glucose reading of 474 mg/dl and treated with the insulin pump. Customer stated that 30 minutes it went down to 454 mg/dl. Customer stated that she has a back-up plan and did not contact her health care professional for her high blood glucose. Customer treated with a pump bolus. Customer stated that there were no changes to the pump programming. Customer stated that she will call back since it will take time to go through the troubleshooting process. Customer stated that she will continue to monitor as her blood glucose was going down.